Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer arm was stiff and hard to move. Another product was opened and used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Additional investigation was conducted on (B)(6) 2018 per account manager request. The movement of the swivel was checked during the investigation and the movement of the swivel was not stiffened neither hard to move when the knob was not tightened (counter-clockwise). When the knob was turned clockwise the arm and the swivel mechanism of the arm tightened/stiffened and hard to move, this was within product specifications.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer arm was stiff and hard to move. Another product was opened and used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. There were no defects or failures were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob tightened the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer arm was stiff and hard to move. Another product was opened and used to complete the procedure. No patient injury was reported.